Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of three shocks while residing in a skilled nursing facility. Multiple counting contributed to the false detection. The pt was reportedly conscious and pressed the response button intermittently. The pt remained at the facility and discontinued use of the lifevest.

Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the skilled nursing facility. There is no info to suggest that the pt sustained a serious injury. The pt discontinued use of the lifevest. Explanation of: device evaluation was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 04/2014. Electrode belt (B)(4): 03/2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial (B)(4) ((B)(4) per pt-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).